Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Other than severe explant damage, there were no anomalies observed regarding the returned partial lead in segments. Visual inspection revealed no anomalies. The full lead was not returned. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had chronic high thresholds. The lead was partially explanted, pulled out of the right ventricle, and is partially remaining in the right atrium. The rv lead was replaced. It was further reported that the right atrial (ra) lead had been dislodged since implant and did not capture at maximum outputs. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.